Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connected to network. A field service engineer (fse) attempted to change ethernet cable, but new cable did not work. Then put original back on and device connected to network. Began ping off gateway and found it dropped pings often. So, the fse changed the network speed on the adapter from 100 half to auto negotiate and pings were consistent with no drops at this point. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had significant log in delay and device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.